Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the network connector was found to be broken. The network connector was replaced. The system then passed the system checkout and was found to be fully functional. The network connector was discarded. Section a was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9680152, serial/lot #: unknown, ubd: 03-oct-2016. UDI was unavailable at the time of the report. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. Mfg date was unavailable at the time of the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. During the process of selecting patient/acquiring scans, there was no connection between the navigation and imaging systems. Changing cables did not resolve the issue. It was noted the navigation network connection appeared broken. The issue resulted in a one hour or greater procedure delay. The procedure continued with imaging, but navigation was aborted. The navigation system was reportedly down as of (B)(6) 2019 and brought up as (B)(6) 2019. There was no reported impact on patient outcome. No complications were reported/anticipated.